Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation reveals the distal end of the inserter shaft is bent causing the eyelet on the anchor to break. This failure can be confirmed. This type of failure is consistent with anchor being inserted into hard bone. Instructions for use (IFU) indicates using an awl while inserting into hard bone which does not seem to be the case in this procedure. However, the second anchor was successful when the surgeon drilled a pilot hole before insertion. This failure could be attributed to user technique, failure to follow procedure. A batch record review has been conducted to determine if there were any internal processing issues that would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. We believe this issue is not systemic to design or process and attribute this failure to procedural technique. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a rotator cuff repair that the nose of his versalock peek anchor with free strands of #2 orthocord broke upon insertion. The sales representative stated that the surgeon fully removed the broken pieces and drilled a pilot hole when inserting the 2nd anchor. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales representative stated the bone quality was very hard. The patient was an older male but he did not give an age. No further information was available.